Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual analysis revealed cuts into the insulation and a deformed rv shock coil, which most likely resulted from the extraction procedure. Additionally, the inner coil was found overrotated, which most likely occurred during the attempted retraction of the fixation helix. Further analysis of the fixation helix demonstrated blood and residual tissue. After cleaning it, it could be deployed and retracted. A thorough analysis of the lead did not show any deviations which might have led to the reported undersensing. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that undersensing was observed on this lead. Difficulty retracting the helix during explant was also noted. Should additional information be received, this file will be updated.